Event description:
It was reported that the product has a tear. A 6f mach 1 cls3.5 was selected for use. During the procedure, it was noted that the product has a tear. No complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination revealed that there were numerous kinks throughout the device when visually inspected. There were no tears or fractures. A microscopic examination revealed that there was no additional damage or irregularities to the device when inspected under the microscope.

Event description:
It was reported that the product has a tear. A 6f mach 1 cls3.5 was selected for use. During the procedure, it was noted that the product has a tear. No complications were reported.